Event description:
"Unable to advance the inner sheath: this relay plus was used to the distal side deployment after the proximal side relay plus graft was successfully deployed. The outer primary sheath advanced and reached the desired position. The safety cover was then removed and the gray deployment grip was attempted to advance forward, but the grip did not advance and the inner sheath did not come out. Two physicians together grabbed and pushed the grip, but the outcome was the same; the grip did not advance forward and the inner sheath did not come out. The relay plus was then withdrawn and successfully removed from the patient. A zenith alpha (cook medical) device was used to continue the procedure. Subsequently, the procedure was successfully completed."

Manufacturer narrative:
- Attachment: [MDR (B)(4). Follow-up evaluation-1.pdf]

Event description:
"Unable to advance the inner sheath: this relay plus was used to the distal side deployment after the proximal side relay plus graft was successfully deployed. The outer primary sheath advanced and reached the desired position. The safety cover was then removed and the gray deployment grip was attempted to advance forward, but the grip did not advance and the inner sheath did not come out. Two physicians together grabbed and pushed the grip, but the outcome was the same; the grip did not advance forward and the inner sheath did not come out. The relay plus was then withdrawn and successfully removed from the patient. A zenith alpha (cook medical) device was used to continue the procedure. Subsequently, the procedure was successfully completed."